Event description:
It was reported that patient presented to emergency department with pain and burning sensation at implantable cardioverter-defibrillator (ICD) site and was found to have a pocket infection. The patient had a history of a staphylococcus infection two years earlier. Examination of the pocket site revealed redness, purulent drainage, and the presence of pus. Subsequently, the ICD system, including the right ventricle (rv) lead were explanted. The patient had no consequences throughout.